Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a syncage evolution spindle was noticed to stuck to the unknown trial implant intended to be used in a spine procedure when the set was picked up. It was discovered on inspection after the surgery. The sterilization staff could not get the two parts apart. There was no procedure or patient involvement. This report is for one (1) spindle for evolution. This is report 1 of 1 for (B)(4).